Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was broken and the wires were exposed. The usb cable was still able to charge the pump. Reportedly, the customer had an alternate usb cable. There was no reported impact to the customer's blood glucose level.